Event description:
It was reported that following a sacral cryopexy procedure two running stitches broke mid-fascia, two inches from the knot. The fascia remained intact. The pt felt the sutures break after getting up. Re-suturing was required.